Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that heavy pressure had to be applied when going in with 23 french sheath. The physician had difficulty passing and a skin nick done to assist in sheath insertion however the sheath eventually passed through. The patient began to decompensate requiring high doses of inotropes, vasopressors and eventually requiring cardiopulmonary resuscitation (CPR). A right chest tube was placed when a pneumothorax was noted on a chest x-ray. A chest tube was placed and diagnosed hemothorax. CPR continued and multiple units of red blood cells for suspected superior vena cava perforation from dilator insertion. It was further reported that the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp smartassist system with automated impella controller section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation of access site bleeding and ventricle perforation has been completed. Access site bleeding- the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. Ventricular perforation- the data logs show that there were suction alarms but no positioning alarms were seen. Due to lack of sufficient clinical details provided and no product returned, the root cause of the ventricle perforation issue could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23272 in accordance with updated procedures.